Manufacturer narrative:
Results of investigation: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The outside blade tube is bent from excessive vertical pressure. One tooth of the outside blade is deformed. The distal end of the inner blade is broken off. One tooth of the inner blade is broken off. A functional evaluation could not be performed due to the broken inner blade. An image evaluation was performed and found the upper part of the inner elite blade, separated from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the instructions for use does address to avoid excessive side loading and a user technique/ variance cannot be ruled out as a possible contributing factor with certainty. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the upper part of the inner elite blade, separated from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the IFU does address to avoid excessive side loading and a user technique/ variance cannot be ruled out as a possible contributing factor with certainty. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy of the left ankle, the incisor elite blade lost its second jaw in the patient's joint. The jaw was recovered but the operation was lengthened, prolonged anesthesia time. It is unknown how the procedure was completed or the extent of the delay. No further complications were reported.